Event description:
It was reported that entrapment on the guidewire occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 1.50mm rotapro and a rotawire and wireclip torquer were selected for use. The rotawire and rotapro were prepared and advanced to the lesion. The rotapro advancer knob loosened and tension was removed from the device. The target speed was 160-162 rpm. During replatforming proximal to the lesion at 160k, some variability was noted. Resistance was noted when engaging the lesion with two passes and there was no drop in the rpms. A 1.25 burr was selected and debulked the majority of the lesion. The 1.50 burr was re-engaged to the lesion and modified plaque for two passes. On the third pass the rpms dropped to 140, resulting in a stall. During removal, the 1.50 burr and the guidewre became stuck together. It was noted that 100-150 cm of the guidewire was exiting out of the 1.50 burr and plenty of wire was exiting out of the advancer. The burr and the guidewire were removed together as one unit from the patient. A kink occurred in the proximal end of the guidewire during removal of the devices. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a rotapro device. The burr catheter was received attached to the advancer unit. The rotawire was received inside of the device. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. There is blood in the sheath and in the drip line. The rotawire was removed with some restriction due to wire kinks. The coil is stretched. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. After removal of the returned rotawire, a device to device interaction test was performed by inserting a test guidewire into the device and it was able to pass through. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that entrapment on the guidewire occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 1.50mm rotapro and a rotawire and wireclip torquer were selected for use. The rotawire and rotapro were prepared and advanced to the lesion. The rotapro advancer knob loosened and tension was removed from the device. The target speed was 160-162 rpm. During replatforming proximal to the lesion at 160k, some variability was noted. Resistance was noted when engaging the lesion with two passes and there was no drop in the rpms. A 1.25 burr was selected and debulked the majority of the lesion. The 1.50 burr was re-engaged to the lesion and modified plaque for two passes. On the third pass the rpms dropped to 140, resulting in a stall. During removal, the 1.50 burr and the guidewre became stuck together. It was noted that 100-150 cm of the guidewire was exiting out of the 1.50 burr and plenty of wire was exiting out of the advancer. The burr and the guidewire were removed together as one unit from the patient. A kink occurred in the proximal end of the guidewire during removal of the devices. There were no patient complications reported.